Event description:
It was reported that the patient present for remote follow up via merlin.net with the implantable cardioverter defibrillator exhibiting over-sensing and separate episodes of post-paced t-wave over-sensing. Programming interventions were made. The patient was stable.